Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. Reportedly, the battery cap had to be screwed in at the ¿right¿ place in order for the cap to be secured properly. Reporter stated that the threads on the cap were stripped and there was no damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The battery cap has not been returned to animas for evaluation. If the cap is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.